Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 2024, it was reported by the patient daughter that she had abdominal nodule for 2 days due to rubbing of belt. She applied corticosteroids ointment and massaging with thrombocid. No further information was available.

Manufacturer narrative:
Patient country: sapin.